Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the patient resumed using the pump approximately 1 week ago and has been having blood glucose levels over 600mg/dl. On (B)(6) 2012, the patient's blood glucose level was reportedly over 600mg/dl and the patient was vomiting. On (B)(6), the patient's blood glucose levels were reportedly 400mg/dl in the morning which the patient was able to correct down to 200mg/dl but in the evening they rose back to over 600mg/dl. The reporter indicated that the pump was set to run a temporary basal rate of +80% for a duration of 13 hours. The reporter was unsure of how this got programmed. The patient refused treatment at this time. On (B)(6), 2012 in the morning the patient indicated that their right arm has been numb for an hour and he believes he may have had a stroke. The patient's blood glucose level was reportedly 86mg/dl at this time. 911 was called and ems arrived that the patient's home. The patient was reportedly taken to the hospital and their blood glucose level was in the 300mg/dl range with dka. The patient reportedly discharged himself from the hospital on (B)(6) 2012 and the patient is not on the pump at this time. The patient reportedly still had numbness in his right arm, but could not indicate if he had a stroke and stated that tests were run and he was waiting to get the results back. The pump history was reviewed with the reporter and the total daily dosages are found to be adding up correctly. The pump settings were reviewed and the reporter believed them to be correct. This report is being made based on the allegation that the patient was hospitalized with elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed an unconfirmed replace cartridge alarm on (B)(4) 2012 at 18:03. The alarm was unconfirmed until (B)(4) 2012 at 10:37. The black box showed a manual time and date change made from (B)(4) 2012 23:55 to (B)(4) 2012 12:09. Only typical usage alarms and warning were recorded in the history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.